Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not beep during the tone test. The customer¿s blood glucose value was unknown. The customer also stated that insulin pump had no alarms, failed battery tests. The customer was assisted for performing self test. The customer was advised that the insulin pump should be replace and refer to backup plan. The customer was also reported that the insulin pump had battery out limit no power and did not getting alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device unable to vibrate due to broken vibrator black wire. Device was received with normal operating currents. Also unexpected restart error test, rewind test and displacement test. Device failed self test. No unexpected failed battery test alarm anomalies noted.